Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall, patient experienced ineffective therapy. Diagnostics revealed one lead with two high impedances and the other lead with 7 high impedances and 1 low impedance. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the leads were replaced to address the issue.